Event description:
It was reported on (B)(6) 2021 during the catheter check and washing at the oncology dh there is a leakage of physiological solution from the exit site and subsequent escape of the whole catheter from the insertion point. Thus one realizes the lack of the distal part of it. Chest x-ray shows a long fragment of catheter in the endocardiac site. The patient is then invited to hemodynamics for the removal of the catheter. At the end of the procedure the patient is kept for observation. The PICC had been positioned in the basic dx. The catheter during the period of stay had been shortened several times due to its partial escape: initial length 37cm, final 25cm (10cm external length + 15cm internal). In the last period reported difficulties in carrying out withdrawals.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1019 showed three other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4 fr single lumen groshong nxt catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a break was observed approximately 4.6 cm distal to the strain relief and a split was observed about 0.6 cm distal to the break. The catheter break and split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were rounded and polished due to repeated material wear; overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing); indentations in the catheter tubing near the break indicating additional points of kinking an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed to the failure. H3 other text: evaluation findings are in section h11.

Event description:
It was reported on (B)(6) 2021 during the catheter check and washing at the oncology dh there is a leakage of physiological solution from the exit site and subsequent escape of the whole catheter from the insertion point. Thus one realizes the lack of the distal part of it. Chest x-ray shows a long fragment of catheter in the endocardiac site. The patient is then invited to hemodynamics for the removal of the catheter. At the end of the procedure the patient is kept for observation. The PICC had been positioned in the basic dx. The catheter during the period of stay had been shortened several times due to its partial escape: initial length 37cm, final 25cm (10cm external length + 15cm internal). In the last period reported difficulties in carrying out withdrawals.